Manufacturer narrative:
The apollo total length was measured to be ~170.0cm, the usable length was measured to be ~164.8cm which is within specification (sp ecification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~24.7cm which is within specification (specification: 25.0cm +2cm -1cm). Onyx residue was found within the apollo hub. No issues were found with the apollo hub or catheter body. The 1.5cm detachable tip was found to be detached from the apollo micro catheter and was not returned. It could not be determined if the apollo usable and distal floppy segment lengths meet specification as the 1.5cm detachable tip was found detached and not returned. The reason for not returning was not provided. Therefore, any contributing factors from the detached tip could not be assessed. No onyx residue was found within the apollo micro catheter distal tip lumen. The entire surface of the apollo micro catheter was examined under magnification, no pinholes or ruptures were found. An in-house 0.010¿ mandrel was inserted into the apollo micro catheter distal tip lumen and became stuck at ~21.5cm from the distal tip. It is likely the proximal section of the apollo is occluded with the remaining onyx. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s reports of ¿catheter occlusion¿ and ¿onyx premature solidification¿ were confirmed. However, the root cause could not be determined. It is possible that the onyx became exposed to water, saline or blood causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the onyx liquid embolic material encountered resistance to flow through the apollo micro catheter in the proximal / hub. The micro catheter was removed and replaced with a new catheter. The onyx liquid embolic was also replaced with a new one. However, the problem persisted. The dead space of the delivery catheter was filled with dmso. The devices were prepared and used per the instructions for use (IFU). This event occurred during the treatment of an arteriovenous malformation (avm). The vessel anatomy was normal in tortuosity.